Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/07/2015 with the following findings: the reported issue could not be adequately investigated due to a no power issue; no conclusions could be determined in regards to the reported issue. The battery compartment was observed to be cracked in the area below the grip pad. Evidence of moisture ingress was found on the inside of the battery compartment. The pump failed to power on, as confirmed by the absence of the auditory cue, vibratory cue, and visual display. The pump case was removed, and further evidence of moisture ingress was found on internal components; this device failure caused the no power issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen visual was dim, faded, or discolored. In addition, it was reported that the user could not read the display screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.